Event description:
It was reported that the device was not latching closed properly. Device analysis found that the issue was due to a faulty and contaminated flex circuit sensor. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed the device failed to detect lock when it is locked due to faulty and contaminated flex circuit sensor. The flex circuit sensor was replaced.